Event description:
Reportedly, the son of the pt noticed the screw and not on the walker were loose, and that the walker would not support his mother. The pt did not fall (was not injured) because it was noticed ahead of time.